Event description:
The facility reported a colleague infusion pump with a faulty lcd. The event was reported to have occurred upon power-up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related with this event. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The quality engineer has identified a distorted main display as the assignable cause. The main display was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted for peer review.